Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medical grade power supply (mgps) involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported problem. The power supply was installed into a test system and failed to power up the surgeon side console with error 23. The fan and unit were dusty. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, non-recoverable error 23 occurred. The system was restarted; however, the surgeon side console (ssc) failed to power on. A field service engineer (fse) suspected a power supply issue and informed the customer the system was down. The surgeon made the decision to convert to traditional laparoscopic techniques and was completed with no reported injury. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse verified error 23 due to loss of communication between scc and core. The power button on the ssc was blinking blue and a noise can be heard coming from the medical grade power supply (mgps). The mgps was replaced to resolve the reported problem. The system was tested and verified as ready for use.